Event description:
The customer contact reported the clave port remained in the open position and leaked; subsequently, the peripherally inserted central catheter (PICC) clotted and needed to be replaced. The tubing set was being used to deliver an unspecified volume of tpn solution via a symbiq pump. After an unspecified length of time in use, the nurse noted the pt's bed was wet and that an unspecified volume of tpn solution had leaked from the lower clave port that was stuck in the open position. The nurse attempted to flush the PICC line, but noted that the PICC line was clotted. The PICC line and tubing set were replaced. It was reported pt's clinical status was stable and did not change. There was no reported delay in therapy critical for this pt. No medical intervention were required. Though requested, no add'l information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reported upon query by hospira personnel. (B) (4)